Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer (primary investigator) reported for patient via phone call for high blood glucose. Blood glucose was 438 mg/dl. Customer had a device related adverse event with a diagnosis of severe hyperglycemia. Customer reported that event was moderate in nature and the subject recovered without sequela. Customer reported that after site change and correction via injection with an air shot subject experienced mild hypoglycemia. Customer reported that blood glucose dropped to 62 mg/dl in 5 hours. Customer reported that patient did not enter entire amount in the air shot. The pump will not be returned for analysis.